Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was 313 mg/dl at the time of incident. Troubleshooting was done. The customer's mother does not recall any significant events leading to the alarm. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother also reported that the insulin pump also alarmed off no power without low batter alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days and no blank display noted. No unexpected off no power anomalies noted. No motor error alarm noted. The motor passed motor test. No damage on the c13 lcd isolation tape noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.